Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "the mesh was removed due to its moving and positioning itself more laterally, causing adhesions to the small bowel that were lysed during this procedure, becoming grossly infected forming a large inflammatory mass" however the medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect. Recurrence is a known inherent risk of hernia repair surgery and recurrence, adhesions, inflammation, and infection are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent a repair of an incisional hernia. A bard/davol ventralex hernia patch medium circle with strap, ref 0010302, lot huwe2177, was implanted into the patient. On (B)(6) 2014: the patient underwent a subsequent surgery to repair a recurrent incisional hernia and mesh removal. As reported, the mesh was removed due to its moving and positioning itself more laterally, causing adhesions to the small bowel that were lysed during this procedure, becoming grossly infected forming a large inflammatory mass. As alleged, the patient has experienced and continues to experience abdominal discomfort and all related sequelae. As alleged, the patient suffered, is suffering, and/or will continue to suffer the abovementioned injuries and has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treating, aggravation of a preexisting condition and interest on the foregoing injuries due to the alleged defective bard/davol mesh.